Manufacturer narrative:
The investigation is still ongoing and conclusions will be sent in a follow up report before (B)(6) 2011.

Event description:
The customer reported that images are of poor image quality especially with small extremities.